Event description:
This ra lead was implanted on (B)(6) 2006. And was explanted on (B)(6) 2018, due to swelling and infection. No known physician and facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).